Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were leaks at the water polo. So, the foley catheter could not be used.

Manufacturer narrative:
The reported event was confirmed. The root cause was found to be manufacturing related. The product had caused the reported failure. A potential root cause for this failure could be contributed by torn rubberize on rubberize layer that may lead to lumen-to-lumen leak. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ the actual/suspected device was inspected

Event description:
It was reported that there were leaks at the water polo. So, the foley catheter could not be used.